Manufacturer narrative:
Investigation pending.

Event description:
Nurse was going to send new meter home with a patient, but decided to test to make sure it was working first. Took venous draw from different arm than fingerstick. Inratio test done at the same time as lab. Patient not on heparin/lovenox/antibiotics. Patient has hypothyroid. Patient has been on coumadin for years. Inratio: 5.2; lab: 4.1. Inratio: 6.0.